Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) channel. Boston scientific technical services (ts) reviewed the reports and noted that the intrinsic atrial signal fell into the refractory period. The reports also show the undersensing has led to overpacing of this channel. It was noted the patient had previously declined revising the atrial lead, however, the patient now has renal issues and shortness of breath. Reports also show low amplitude on the ra channel. The pacemaker remains in use. No adverse patient effects were reported.